Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the infection was first noticed on (B)(6) 2018. The patient's weight was (B)(6) pounds. It was noted that the pump was explanted in (B)(6) 2019. The hcp did not known what happened to the device from the operating room. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a drug infusion device. The drug being delivered was not reported. The reason for use was not reported. It was reported that the reason why the patient pump device was removed is because of the infection. There were no further complications reported/anticipated.